Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. The patients ipg was replaced with an MRI and that the patient was doing well postoperatively with good coverage in all pain areas. The explanted ipg will not be returned.